Event description:
A complaint was received with regard to two primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch that experienced leakage during patient use. The reporter stated, ¿2 sets had filter vent leakage on the second day.¿ the event occurred during infusion of 5fu. There was no obvious defect noted on the tubing set with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was no spillage, no drug exposure to the patient and no drug exposure to the staff. There was patient involvement, but no patient harm. No further information is available for this complaint.

Manufacturer narrative:
(B)(6). Investigation summary 11/6/2024. No product samples, pictures, or videos were received for investigation. The complaint of filter vent leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.